Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) of 2017. (B)(4). Attempts have been made to obtain missing information; however, to date, no additional information has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 intraocular lens was explanted from the patient's operative eye sometime between (B)(6) of 2017. No additional information was provided.

Manufacturer narrative:
Based on additional information, it was found that this complaint is a duplicate of a previously reported complaint, reference medwatch report: 2648035-2017-00850. Investigation results have also been reported under this file. No further information will be provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.